Event description:
Reportedly, the stent was deployed into the external iliac artery, however, upon deployment it was noticed that the stent was only 30 mm in length and didn't cover the lesion completely. The doctor angioplastied the non critical area of the lesion that was not covered. The pt is doing fine. This report was of placement in the external iliac artery, which is off-label usage of this device, as the device is indicated for use in the biliary tree.